Manufacturer narrative:
Investigation summary: bd had not received samples, but 7 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Samples appeared to be underfilled and some had hemolysis. Underfill and hemolysis was not a reported defect. Additionally, 195 retention samples from bd inventory were evaluated visually, with no defects being observed. 5 of the retention samples were further tested for draw volume and no defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of poor barrier separation based on the photos provided. A bd representative determined that the root cause of the indicated failure mode was attributed to the low draw of this sample. In addition, fixed angle centrifuges require a longer centrifugation time than swing bucket devices. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the tube sst plh 13x100 5.0 plbl gold br, the device experienced poor barrier separation. This event occurred fifty times. The following information was provided by the initial reporter. The customer stated: the professional contacted her to report that one of her clients complained about the material 360060: it does not separate the red blood cells from the serum and when the centrifuge rotation is increased, the red cells "go up behind the gel". Material used in blood collection.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube sst plh 13x100 5.0 plbl gold br, the device experienced poor barrier separation. This event occurred fifty times. The following information was provided by the initial reporter. The customer stated: the professional contacted her to report that one of her clients complained about the material 360060: it does not separate the red blood cells from the serum and when the centrifuge rotation is increased, the red cells "go up behind the gel". Material used in blood collection.